Manufacturer narrative:
E1 phone number:(B)(6). D9: date returned to mfg.: unknown. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the downstream occlusion sensor which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device dso sensor was replaced and the device passed all testing.

Event description:
It was stated in the report that pump does not detect cassette. Cassette detecting sensor is not working properly. Event occurred during start-up and pre-installation. There was no patient involvement.